Manufacturer narrative:
The customer's complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. Smoking "vapor" could have occurred if the concomitant wand was not activated in sufficient conductive media. 2. Insufficient suction could have enhanced the visual perception that the concomitant wands were "smoking" more than usual.

Event description:
It was reported that during a tonsillectomy procedure, using a procise xp wand, the surgeon alleged that the wand was smoking more than eh anticipated. Another identical wand was opened, however, this yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.